Event description:
The customer reports difficulty breathing & cough. The customer reports two separate visits to the emergency room. The first visit resulted in hospitalization for approximately 1 week, during which the customer received IV steroids and antibiotics. Upon discharge, the customer was prescribed a home regimen of both steroids and antibiotics. A CT scan and blood work were performed at that time, with unremarkable findings. The second ER visit involved a repeat CT scan and blood work, which led to a diagnosis of lymphoma. No treatment was initiated at that time; however, a referral to oncology was made.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation it has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. The customer was ultimately diagnosed with lymphoma after persistent symptoms failed to resolve following hospitalization, prompting further diagnostic evaluation during a follow-up medical visit. Despite discontinuation of the so clean device, the customer has not returned to baseline health, which is consistent with the recent diagnosis of lymphoma. As the customer's comprehensive medical, familial, occupational, and environmental history is not available, it is clinically inappropriate to attribute the lymphoma diagnosis to use of the so clean device without substantiated evidence. Furthermore, the customer returned two so clean 3 units, both of which underwent thorough visual inspection and functional testing. Both devices were found to be functioning as intended. This further supports the absence of a causal relationship between device use and the customer's lymphoma diagnosis. Reporting for due diligence.